Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On the same day as the event onset, the patient was treated with injection vanlid (1 g, stat, intraperitoneal, duration was not reported) and injection ticarnic (3.1 g, once daily, intravenous, duration was not reported) for peritonitis. The patient's recovery status was unknown. At the time of this report, treatment with vanlid and ticarnic were ongoing. Dianeal therapy was ongoing. No additional information is available.